Manufacturer narrative:
The device history records of the complaint lot was reviewed. The lot was inspected and released in compliance with all requirements. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported failure. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently in progress. A follow-up report will be filed once the results have been completed.

Event description:
Customer reported that the tip of the little finger of the left glove was torn. The missing piece was not there. No further information was provided.

Manufacturer narrative:
The device history record of the complaint lot was reviewed. The lot was inspected and released in compliance with all requirements. The sample was returned and evaluated by visual and physical inspection and the reported issue was observed. The potential root cause was due to the glove hitting a sharp edge of the auto strip machine. A routine machine equipment inspection program has been established and implemented to identify any tearing defects from normal operation. We will continue to monitor related reports to determine if additional actions are necessary.